Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault (not following instructions). As a resolution, the issue has been successfully resolved after the new software version update and exhalation valve diaphragm replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. Vyaire medical requested for the logfile. Advised customer to update the software of this unit with latest version and perform calibration. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having occlusion alarm without connecting anything to ventilator. Furthermore, there was no patient involvement at the time of event.